Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400's (mg/dl). The customer used manual injections to address bg levels. The customer declined to perform high bg troubleshooting with tandem technical support.